Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction d4: model no, lot number, exp date, UDI no- correction g3: date received by manufacturer - additional h2: additional information/correction h4: mfg date- correction h10: corrected data h6: type of investigation -correction h6: investigation findings -correction h6: investigation conclusion -correction.